Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed opcheck for pads cable and pacer equipment. There was no report of patient involvement.